Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the board was defective due to long-term use, which led to the errors. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that the evis exera iii video system center display an e402 and n907 error. The event occurred during preparation for use. During trouble shooting with an olympus technical assistance center support, no image issue was discovered. This report is to capture the reportable malfunction noted during troubleshooting. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was able capture pictures from the provation personal computer (pc) but was unable to capture image from the endoscope switch. Tac instructed the customer to set up record image and to confirm that the scope setting was on high definition (hd) and standard definition (sd) mode. In addition, tac asked the customer to set the pc to option and to make sure that the df device was on. After the changes were verified, tac instructed the customer to select save and change the cables; however, an e402 error message continued to display. Tac reviewed the settings once more and the unit was working as normal afterwards. The customer also mentioned to tac that the power switch was broken. Tac referenced 146p-q0156-2 power switch replacement and verified the serial number of the listed device that was eligible for a power switch upgrade. A follow up was made and the customer confirmed that the device will not return for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly